Event description:
It was reported that, "replacing an srom stem with a restoration modular. Implanted 20mmx155mm straight conical stem. Went to attach the 27 +0 cone body and then went to screw in the locking bolt and when tieing the locking bolt with the t handle, the locking bolt broke while tieing it by hand. Surgeon decided it was in the patient's best interest to leave it as is."

Manufacturer narrative:
It was reported that the fractured component was left implanted. The investigation is in process; additional information is not available at this time.